Manufacturer narrative:
The reported event of failure to disconnect was not confirmed. As received, a complete lead was returned for analysis. Dimensional analysis of the connector pin, front seal, connector ring, and connector boot were all within specifications. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies with the exception of procedural damage.

Event description:
Related manufacturer report number: 2017865-2023-15709.it was reported that a patient presented to clinic for an upgrade to defibrillation system. During the procedure, the right ventricular (rv) lead got stuck to the atrial lead was and the atrial lead was stuck to a vein and were unable to be explanted. The physician elected to complete the procedure. The patient was sent to another center for the explant of the rv and atrial lead. The patient condition was not known.